Manufacturer narrative:
Device not returned due to device remains implanted in the deceased. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through senior cra, clinical affairs. A device history record review is not possible at this time due to no lot/ serial number has been provided.

Event description:
It was reported by senior cra, clinical affairs that a patient expired, cause of death cardiogenic shock. Cause of death is listed as possibly device related. The patient was implanted with a 3000tfx, 19mm valve in (B)(6) 2009 and expired on (B)(6) 2009.